Manufacturer narrative:
Product analysis: analysis confirmed the customer's comment that the external pulse generator (epg) would not turn on. Main printed circuit board (pcb) was corroded and contaminated. Atrial output connector was contaminated. Hanger was cracked. Upper and lower case halves are contaminated. Lower case was also broken. Keypad was contaminated. Encoder was contaminated. Replaced liquid crystal display (lcd) as a preventative. Display frame was contaminated. Both output connector nuts were discolored. Atrial connector nut was also contaminated. Four (4) case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on even with new batteries installed. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.